Event description:
(B)(6). It was reported that the patient died. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending artery (lad) with 90% stenosis, and was 28mm long with a reference vessel diameter of 2.5mm. The lesion was treated with direct placement of a 2.50x32mm promus element ¿ stent. Following post dilation, the residual stenosis was 0%. Four days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient died with an unknown cause of death. No corrective action has been taken.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).